Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a reservoir that leaked on the o-rings. The customer's blood glucose was unknown at the time of incident. The customer stated that they also had a reservoir that the insulin spilled out after removing the plunger out. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Performed pre-fill reservoir test and found no leakage anomaly during filling. Performed a manual test to reservoirs and found plungers easy to connect/release from the stopper-plungers. No leaks were noted.